Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the afternoon of (B)(6) 2012. The patient manages her diabetes with humalog insulin (sliding scale) and lantus insulin (15 units at night). The patient reportedly continued to take her usual dose of medications. About 5-10 minutes after the start of the alleged issue, the patient claims her hands were tingling and she felt shaky. The patient denied receiving medical treatment. The cca noted misuse since the subject meter was dropped in water. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.